Manufacturer narrative:
Findings: pump was received with cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that she received safety voluntary notification and asked her to filled out scroll wrap insulin pump exchange form. The customer blood glucose level was 190 mg/dl. No further details given.